Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3778ml. The largest prescribed fill volume was 2100ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient never reported any symptoms of overfill. Product surveillance notified the nurse of the probable cause. The nurse advised she will adjust the tidal ultrafiltration removal. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) identified during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal set too low. The device was subsequently forwarded to service. The current labeling for the patient at-home guide homechoice/homechoice pro apd systems and trainer's guide- homechoice/homechoice pro apd systems was found to be sufficient for the use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).